Manufacturer narrative:
(B)(4).

Event description:
It was suspected that infection had occurred. It was indicated that the patient had a blister over the pump and "thinning over the superior aspects of the pump". It was noted that the patient had always had some discoloration over the pump site; however the cultures were negative x2. It was decided that the pump and catheter would be explanted. Intra-operatively, pus was noted at the pocket site. The patient was started on post-operative antibiotics, oral baclofen, and valium as needed. The outcome of the patient and event was unknown. The drug delivered via pump was gablofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. Final analysis of the catheter found coring/tears/cuts in the seal of the catheter sc connector. There were no leaks seen in the lab. (B)(4).